Event description:
The reporter noted during minimally invasive spine surgery, using the newport screw inserter, the tip broke off into the screw. There were several back up instruments available, ¿and a second tip broke off as well¿. The surgeon used another back up screw inserter, and was able to complete the surgery successfully. There was no delay in the surgery or harm to pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.